Event description:
Procedure type: anterior resection. According to the reporter: artery applying it was noticed that the distal donut was missing. Tissue specimen was snug against anvil. An inspection with a sigmoidoscope showed no donut in lumen. The pt was given temporary ileostomy. No leaks were noted during air test.